Manufacturer narrative:
Insulin pump passed displacement, and self tests. No "bolus not delivered" or "bolus stopped" messages were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phonecall that they are getting bolus not delivered alarm even though the bolus is getting delivered and the customer's blood glucose level is not 174mg/dl .the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.